Event description:
It was reported that a device manufacturer representative (rep) had just gotten a call about a patient having a personal therapy manager (ptm) with an 8286 error code. No further information was available to be provided. Additional information has been requested including patient, device and drug information as well as if there were any symptoms associated with the event, what the patient¿s medical history consisted of, what troubleshooting, intervention or other actions were taken and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # unknown, product type programmer, patient; product ID neu_ unknown_cath, serial # unknown, product type catheter. (B)(4).